Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 4 and high)and that the patient had recently experienced an increase in seizure activity above pre-vns baseline frequency. The increase in seizure activity is an indication that the patient is not receiving the intended therapy. At the time of the initial report, the patient was experiencing an average of 6 seizures per month. Review of x-rays by manufacturer was inconclusive in determining whether there are any discontinuities in the vns therapy system. Repeat device diagnostic testing approx 3 wks later showed an increase in the lead impedance from dc-dc code 4 to dc-dc code 5. The elective replacement indicator was no, ruling out generator battery endo of life as a likely cause of the high lead test result. At the time of this appointment, the pt was reportedly averaging 7 seizures per month.

Manufacturer narrative:
(B)(4):the correct event date for the high lead impedance is provided per the programming history.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed device met specifications prior to distribution.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.

Event description:
Reporter indicated the unspecified adverse events experienced with vns stimulation were voice alteration and tingling in the left hand. This was felt to be what was referred to in the clinic notes as "left upper extremity" tingling. All events were felt to be related to the stimulation, but resolved after the vns settings were lowered. Vns replacement surgery is still likely, but has not occurred to date.

Event description:
Reporter indicated vns revision surgery is likely for the patient. The patient has been experiencing unspecified adverse events due to vns stimulation which resolved after a setting change. The patient is also experiencing left upper extremity tingling. Review of additional vns programming history noted that high lead impedance has been occurring with vns systems diagnostics testing since at least (B)(6) 2005.attempts for further information are in progress.

Event description:
On (B)(6) 2013 the explanted lead and generator were returned for product analysis. Product analysis on the leads was completed and no product related anomalies were observed with the returned lead portions. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Product analysis on the generator was also completed. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 0.47 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2013 it was reported that the surgeon was unaware that this was a lead revision surgery and therefore cancelled the patient's surgery. The patient's surgery was rescheduled. The patient underwent a full revision surgery on (B)(6) 2013 due to a lead break and battery depletion. Good faith attempts have been made for the return of the explanted products for product analysis but they have not been received to date. The manufacturing records of the lead were reviewed; device met all specifications prior to distribution.

Event description:
Further follow-up revealed that the patient is doing fine and there are no plans for surgery. The patient was last seen by the physician in 06, and the patient reported only having one seizure since the prior visit. The cause of the reported high impedance and seizure increase are unknown.the device is believed to be working appropriately and the patient is experiencing control at this time. Possible causes of increased seizures include: generator reaches end-of-service or is nearing end-of-service, device malfunction, lead dicontinuities, inadequate device settings, user error, disease related, change in drug regimen and/or interactions with anti-epileptic drugs, sleeping abnormalities, depression and anti-depressants , or insufficient training and regarding and of service and device programming strategies. Possible causes of high impedance include: broken lead, patient movements, bad connection, electrode to vagus nerve interface, approaching end-of-service, physician/patient training, possibility of damage during mfg, design durability, corrosion.

Event description:
The patient can feel the vns stimulation. It was reported that the patient did not experience any trauma or manipulate the device. The patient reportedly experienced 3 seizures per month prior to the vns implant. The patient experienced 2 to 3 seizures per month following the vns implant. The patient recently had 7 seizures in a 3 week period.